Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. Service history review identified the complaint was not related to a previous service of the device within the review period. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed a ¿no disposable¿ alarm. The alarm was silenced, and settings were reviewed: reservoir volume 13 ml, infusion rate 2.2 ml/hr, and 89.05 ml delivered. The tubing was clamped, the cassette removed, massaged, and gently tapped, then reinserted and unclamped. Upon restart, the alarm recurred. Troubleshooting was repeated twice per the patient¿s request, but the alarm persisted. The patient was instructed to clamp the tubing and power off the pump. There was patient involvement and no patient harm.